Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, lifescan unexpectedly received one touch verio test strips from a patient from (B)(6). On (B)(4) 2011, lifescan also unexpectedly received a one touch verio pro meter from the patient. It is unknown at this time if the patient was alleging an issue with the products. The test strips were evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: upon performance testing with control solution, the test strips failed level 2 high. In addition, the test strips failed control solution tests low. Based on the information provided, this complaint is being reported due to the following conclusion: the test strips failed control solution testing. There is no evidence, however, that the alleged issue contributed to a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan but the evaluation of the device has not been completed at this time; therefore, no conclusions can be drawn currently with the meter. Once the evaluation is completed, a supplemental report will be filled.